Event description:
It was reported that during dft testing after device change-out, the patient received multiple inappropriate hv therapies. Noise was noted on the rv lead. Prior to and during device change-out, the lead was checked electrically and fluoroscopically with no anomalies found. The lead was capped and replaced. The patient had no ill effects post episode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.